Event description:
Shoulder revision surgery performed on (B)(6) 2024, due to rotator cuff failure. The left total shoulder arthroplasty was converted to reverse, and the following components were removed: - smr humeral head ø42 mm (part code 1322.09.420, lot number 1711202, sterilization 1700343) - neutral adaptor taper standard (part code 1330.15.270, lot number 1711204, sterilization 1700318) - smr trauma hum. Body # medium (part code 1350.15.010, lot number 1714245, sterilization 1800008) - smr metal-back glenoid small r (part code 1375.21.005, lot number 1713981, sterilization 1800008) - liner f. Met. Back glen. Small-r (part code 1377.50.005, lot number 14l0896, sterilization 1500044). These components were replaced by the following new ones: - bone screw dia=6.5mm h=20 mm (part code 8420.15.010, lot number 2204628, sterilization 2200092) - smr connector + screw small-r (part code 1374.15.305, lot number 2332991, sterilization 2400022) - smr glenosphere dia=36 mm (part code 1376.09.031, lot number 2311394, sterilization 2300125) - smr reverse liner (part code 1360.50.810, lot number 23at3bd, sterilization 2400023) - smr reverse humeral body (part code 1352.15.005, lot number 2300731, sterilization 2300048). According to the information received by the complaint source, the revision was due to patient condition: the rotator cuff of the patient failed, so the anatomic shoulder needed to be converted to a reverse. The revision had nothing to do with implant performance. The previous surgery took place on (B)(6) 2018, and the revision surgery was completed successfully. The patient is a female, date of birth (B)(6) 1945. The event happened in the united states.

Manufacturer narrative:
Investigation checking the manufacturing charts of the lot number 1711202, involved in the complaint, no pre-existing anomaly has been found out. According to our records, at least (B)(4) out of (B)(4) pieces manufactured with the lot number 1711202 and sterilization number 1700343 have been implanted and this is the first and only complaint received on this lot number. Neither the components removed, nor x-rays were available to be shared with the manufacturer, therefore we are not able to perform any further investigation. However, according to the information received by the agent: "it was a patient condition. Her rotator cuff failed so the anatomic shoulder needed to be converted to a reverse. This revision has nothing to do with implant performance." Hence, considering that: - no pre-existing anomaly was discovered by checking the manufacturing charts of the lot number 1711202 involved in the complaint - based on the information received, the cause of the revision surgery was the patient's condition, and this revision has nothing to do with implant performance. We can conclude that the event is not product related. Pms data according to the pms records, the revision rate of smr humeral head belonging to the codes 1322.09.xxx for rotator cuff failure is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.